Event description:
The lay user/pt contacted lifescan in 2005 alleging that her surestep enhanced meter had missing segments and the calibration code was set incorrectly. The medical affairs specialist mailed a letter since the user could not be reached for additional info. The user indicated that the calibration code was changing on its own and the missing segments issue was intermittent. He described feeling dizzy and experiencing a rapid heart beat during the time of concern. The user mentioned that he was unable to obtain a blood glucose result. He was taken to the hosp, where he was treated with insulin for a blood glucose level of 420 mg/dl. No actions were taken prior to going to the hosp that would affect his blood glucose levels. No further info was provided. It would have been helpful to know when he started having symptoms in relation to when she attempted to test, previous results obtained, medication regimen, and who transported her to the hosp. Based on the info provided there is an indication that the product meets the criteria of a medical device reportable. There is also indication that the user suffered injury. The pt was unable to obtain a blood glucose result, experienced symptoms, was taken to the hosp, and received insulin treatment for a blood glucose level of 420 mg/dl. Consequently, this complaint is being reported as an adverse event MDR. The meter, test strips, and control solution were replaced.